Event description:
The customer had to go to the hospital because she had an infection at her infusion site. The hospital put her on antibiotics. The hospital inserted an IV port on her hand and every day for 5 consecutive days she had to go back to the hospital, so that they could administer the antibiotic into her body via the port. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product no longer available for return.